Event description:
Physio-control evaluated the device and observed that the "paddle leads off" message appeared when the therapy cable was moved. The device was intermittently failing to detect paddles connection. There was no report of pt use associated with the reported issue.

Manufacturer narrative:
(B) (4): physio-control replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed internal therapy connector assembly at failure analysis center and was unable to confirm or duplicate the reported failure. Further component root cause was not determined.